Event description:
It was reported that the patient was not able to adjust stimulation. She received a "poor communication" screen when she tried repositioning the antenna. The display then showed a "call your doctor" icon, with a power-on-reset message. The patient needed to be seen at clinic for reprogramming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v969906 implanted: (B)(6) 2012 explanted: na; programmer model 3037 serial# (B)(4).

Event description:
The health care provider confirmed that this event was a caused by patient error. The patient did not know how to use the patient programmer.